Manufacturer narrative:
Device has been evaluated but not yet repaired.

Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board needs to be replaced to address the issue. During the evaluation of the device at the manufacturer's service center, physical damage to the active exhalation control module and flow sensor assembly was observed by the technician. The device's active exhalation control module and flow sensor assembly need to be replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board. The system board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the system board failing was due to thermal damage to inductor (l14).